Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise and a change in the intrinsic morphology. There was some undersensing as well. Technical services reviewed the electrograms and discussed some things to check. There were no additional adverse patient effects. The system remains implanted.